Event description:
The hcp reported tht the patient experienced withdrawal. The patient was taken to a different hcp for refill of the drug delivery system. At refill, the baclofen concentration was changed from 500 mcg/ml to 2000 mcg/ml. The pump was updated with the change in concentration, however, a bridge bolus was not performed. The patient experienced withdrawal symptoms of spasticity and fever within 24 hours as the patient was receiving 25% of the previous dose. The refill hcp "declined to see the patient" indicating that they felt it was "something else". Patient was taken to the facility where the pump was implanted where they remained hospitalized for approximately 5 days. It is uncertain what their other symptoms were and who managed the patient during the hospitalization. The patient has returned to the skilled nursing facility following recovery from this event. The event was a "setback for patient".